Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly popped upon inflating it. It was further reported that it was being extracted the tip of the balloon allegedly broke off prior to retrieving it in the sheath. It was further reported that there was a two hour delay due to balloon tip removal. Reportedly, access was opened and the entire wire with the tip was removed through the incision. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. Complete compound rupture of the balloon was noted. Complete circumferential detachment of the inner guidewire lumen was also noted. The distal segment of the balloon and the inner guidewire lumen were not returned. Due to the condition of the sample, functional testing was not performed. Therefore, the investigation is confirmed for the reported removal difficulty as the device was received with a complete compound balloon rupture and complete detachment of the inner guidewire lumen which would have been caused due to removal difficulties. Thus the investigation is also confirmed for the reported balloon rupture and detachment. A definitive root cause for the reported balloon rupture, detachment and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2026), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly popped upon inflating it. It was further reported that when being extracted, the tip of the balloon allegedly broke off prior to retrieving it in the sheath. It was also reported that there was a two hour delay due to balloon tip removal. Reportedly, access was opened and the entire wire with the tip was removed through the incision. The current status of the patient was unknown.